Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the outlet port on an rd900 infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm that occurred on the home choice (hc) during dwell 4. The technical service representative (tsr) assisted the hp to clear the error and advised the hp that se 2240 indicates a large amount of air has entered setup. On (B)(6) 2010 (B)(4) spoke with the hp's nurse who stated she was unaware of the event and no adverse events had been reported. On (B)(6) 2010 (B)(4) also contacted the hp who stated nothing unusual was noticed with the supplies and using new supplies resolved the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.